Event description:
It was reported an issue with volume "discrepancy on pca pumps using ims pump jet pre-filled morphine syringes and bd 50/60ml syringes." Clinician states the pump will read 50ml when there is only 30ml in the syringe. Clinicians state the only option that appears during loading is a bd 50ml syringe, therefore they are confirming the installed syringe correctly. Clinicians prime tubing manually. This was reported to bd representatives during their site visit. Bd representatives confirmed this on a demo pump and also confirmed both syringes in use are compatible, verified packages with pharmacy. Per report, the only other option available is monoject but the user would have to select ¿all syringes¿. Customer is looking into having this syringe removed entirely, as they do not use it. Bd representatives could not confirm what appears when the ims pump jet syringe is installed, but reviewed correctly confirming the installed syringe with all available clinicians. There was patient involvement but unknown outcome.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.